Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a heavily calcified mid left anterior descending (lad) lesion. The physician rotablated the lesion first, then successfully deployed a taxus express2 8.8% 3.5mm x 12mm stent in the mid lad. The physician did report that the balloon was slow to inflate. Upon deflation, the balloon would not completely deflate. The physician pulled back negative a couple of times, which deflated the balloon 50%. The physician then pulled the balloon back into the guide catheter while 50% inflated. After the device was removed from the pt's body intact, there was a noticeable kink in the shaft. There were no pt injuries or complications. The distal lad was also stented without incident with another taxus express2 8.8% stent (size unknown).